Event description:
It was reported that bd emerald¿ syringe was broken at the injection point of the transfusion system during injection of medication. Foreign complaints the following information was provided by the initial reporter, translated from dutch to english: ¿ customer reported that syringe breaks off during injection of medication at the injection point of the transfusion system. Nacl 0,9% has been used with the syringe. ¿

Manufacturer narrative:
Investigation: bd has been provided with the affected sample for catalog 307731 lot 862927 to investigate for this record. Visual inspection of the returned sample presented the tip of the syringe broken. As a result, bd was able to verify the reported issue. Bd believes that the syringe tip could break because of any imperceptible damage in the barrel during the handling or use of the product. Root cause is minor damaged in the barrel which produced breakage of the tip during handling of the product in the manufacturing process. DHR showed no indication of the alleged defect.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe was broken at the injection point of the transfusion system during injection of medication. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿customer reported that syringe breaks off during injection of medication at the injection point of the transfusion system. Nacl 0,9% has been used with the syringe.¿